Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found upon analysis of the data collected. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient with an implantable loop recorder (ilr) had a syncope episode in which the patient passed out. The physician requested help with interpretation of the recording by the ilr around the time of the episode as there appeared to be noise. Technical services was able to help with the interpretation and confirm real pauses, however there appeared to be some noise as well. The device remains in use. No further patient complications have been reported as a result of this event.